Event description:
It was reported that during a coronary drug-eluting stenting treating procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. After pre-dilating the lesion, the 2.75x16mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Further pre-dilation was performed, but again the sds could not cross the lesion. When the sds was removed, it was noted that the proximal edge of the stent was flared. The procedure was completed with a different device. No pt complications occurred and the pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. After pre-dilating the lesion, the 2.75x16mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Further pre-dilation was performed, but again the sds could not cross the lesion. When the sds was removed it was noted that the proximal edge of the stent was flared. The procedure was completed with a different device. No patient complications occurred and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system revealed proximal stent damage. The struts on rows 1 to 3 from the proximal edge were severely misaligned. Further examination of the balloon and tip sections of the device found no damage that would have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. There was solidified blood present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).